Event description:
Reporter alleged blood glucose measured hi three times in a row so customer went to the hospital to test glucose as a result. Customer stated the doctor's meter read 154 mg/dl compared at the same time to the customer's meter reading of 444 mg/dl. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.